Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the battery was depleting quickly, and subsequently shutdown. Customer's blood glucose level was 141mg/dl. Although requested, the customer declined troubleshooting. Reportedly the customer continued to use the pump for insulin therapy.